Event description:
This system was removed due to infection. Also removed was a lumos dr-t.

Manufacturer narrative:
The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas-concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the analysis did not reveal any sign of a material or manufacturing problem. Particularly with regard to the infection mentioned in the complaint, the analysis could not reveal any deviations from the sterilization process the lead has passed before shipment.